Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies). It was reported that the device was broken and didn¿t work. The hcp believed the ins was no longer working, but they had no idea why. No symptoms or further complications were reported.